Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized and due to high blood, glucose was over 600 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was in between 83 to 400 mg/dl at the time of incident. The customer was treated with manual injection, intravenous drip and insulin drip in the hospital. The customer had symptoms such as weak, very sick and nauseated. The customer alleges pump was under delivering as the blood glucose kept going high had changed site three times and blood glucose would not go down. The customer stated that the drive support cap appears normal. The insulin pump will be and reservoir will not be returned for analysis.